Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Medical products: bops5410, 3i t3â® parallel walled implant 5/4 x 10mm, 2018021161. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on tooth site #19 fractured at the base of implant. The implant had to be removed.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One fractured screw was returned for investigation. Visual inspection identified a fractured screw. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed for the unknown screw since the item/lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown screw since the item/lot number was not provided. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation and risk file review, the most likely cause is over torquing of abutment screw, or abutment screw subject to occlusal or off-axis loading. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the type of investigation code was submitted in error: 4109.

Event description:
No additional event information was received at the time of this report.